Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that data corruption on the hard disk was causing the problem. The hard disk was replaced and the software was reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 would allow only a single fluoro shot. The system needed to be reinitialized in order to perform another single fluoro shot. There was no adverse patient involvement reported. There was no patient information reported.